Event description:
It was reported the lumify ultrasound system was not available during a critical procedure. The ultrasound system generated an error code during an extracorporeal membrane oxygenation procedure (ECMO). Additional information regarding procedure and patient outcome are being obtained.

Manufacturer narrative:
An investigation was performed; however, there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.